Event description:
It was reported that the patient was admitted with the chief complaint of "prolonged menstrual periods for over 9 years." On november 20, under intravenous combined anesthesia, the patient underwent hysteroscopic resection of a uterine lesion (endometrial polyp resection) + diagnostic dilation and curettage + removal of an intrauterine contraceptive device. After routine draping, the hysteroscope was inserted. While preparing for electrosurgical resection during the procedure, the resectoscope loop suddenly sparked. The hysteroscope was immediately withdrawn for inspection, which revealed a fracture at the connector of the disposable hysteroscopic resectoscope. The procedure continued as planned after replacing the disposable hysteroscopic resectoscope. It was confirmed that the product concerned has been scrapped by the hospital after being damaged and cannot be returned. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been scrapped by the hospital. The event is filed under internal karl storz complaint ID: (B)(4).